Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. During cavotricuspid ishmus (cti), the patient's blood pressure dropped, and the accumulation of pericardial fluid was confirmed. Pericardial drainage was performed and about 500 cc of pericardial fluid was drained. Patient improved, however, the patient required extended hospitalization because she underwent cardiac surgery and was admitted to intensive care unit (ICU). The physician's judgment on the health hazard and product relationship is causally related to the product. The physician believes that it was caused by the operation, such as contact force (cf) during ablation. No abnormalities were observed prior to or use of the product. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31384069l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).